Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) reading was lower than expected and lower than blood analyzer on the blood parameter monitor (bpm). The device was not changed out, as they are still using the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) admitted that since the 1.69 software upgrade of this monitor, the svo2 measure is less than previously seen with the previous software version (1.65) and lower than their laboratory analyzer (especially prior to the first in-vivo calibration). Prior to the 1st in-vivo calibration (in the first 15-20 minutes of cpb), the svo2 measure of the bpm is consistently 10-15% points less than their independent laboratory analyzer. This means that in the early minutes of cpb, the bpm svo2 level is generally in the 55-60% range, while the laboratory analyzed svo2 is in the 65-75% range. According to the ccp, the bpm lower svo2 values were doubted in the early minutes of cpb as the color of the blood was brighter (red) than what the bpm svo2 values indicated. The ccp stated that prior to the 1.69 upgrade, the svo2 measures of the bpm and the laboratory analyzer were close in measurement. The ccp stated that after the in-vivo calibration, the svo2s would more closely match in some cases but in others the difference would remain 5-10% (with the bpm also being lower than the laboratory analyzed value). According to the ccp, the accuracy of the other parameters measured with the hematocrit saturation module (h/sat) probe (hemoglobin [hgb] and hematocrit [hct]) and the arterial shunt measurements (with bpm) have not been an issue with the 1.69 upgrade. Due to this issue, additional venous samples (more than with 1.65 software) are drawn. Since the other measured values of the bpm have been reasonable, the bpm has not been changed out during the procedures. Cases have been completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned for evaluation. The perfusionist (ccp) responded to diligence attempts and stated the unit seems to be working appropriately as of now and they do not plan on returning it. No additional action will be taken at this time.

Manufacturer narrative:
The customer is still using the bpm.